Event description:
It was reported that the device experienced possible premature battery depletion, and the patient experienced multiple organ failure. The patient was rescued, and is currently hospitalized. Follow up is currently in process for further information. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the device experienced possible premature battery depletion, and the patient experienced multiple organ failure. The patient was rescued, and is currently hospitalized. It was further reported that the patient's multiple organ failure was not related to the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).